Manufacturer narrative:
(B)(4). Analysis of the returned capio slim device could not confirm the alleged complaint. The product returned did not have any visual failure, functional issues nor the needle detached. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot and the needle was not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that two similar complaints exist for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a cystocele surgery performed on an (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the needle detached and was found inside the capio device . An x-ray examination was performed confirming there were no parts of the capio suture left inside the patient. The procedure was completed with another of the same device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a cystocele surgery performed on an (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the needle detached and was found inside the capio device . An x-ray examination was performed confirming there were no parts of the capio suture left inside the patient. The procedure was completed with another of the same device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.